Event description:
It is reported that the device was implanted in 2005 and that the pt was revised for loosening. The surgeon did not use a drop down stem extension with the mis tibia component.

Manufacturer narrative:
Evaluation summary: while a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a correction action in april 2010. A field action was conducted on april 19, 2010, in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.